Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for error he get on 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech. Get "patient side occlusion error on 8100 unit. Before call in tech. Replace both pressure sensors and replace main board on unit and still get same error at this point unit has to be send in for services repair. Confirm level one price quote to tech. Will call back once have po# setup for services. Tech. Thank me for my assist.